Manufacturer narrative:
It was reported to abbott, a patient underwent an unrelated surgery and may have not set the ipg to surgery mode. Thereafter, the ipg failed to establish communication with a clinician programmer or patient programmer. Recovery efforts were unsuccessful and the ipg was deemed inoperable. The ipg was replaced without complications. Based on the information received, the cause of the reported incident is consistent with unintentional damage during the unrelated surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had an unrelated procedure where the device was turned off but not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.